Event description:
It was reported that the patient experienced hyperglycemia with large ketones after being sent home from school, and it was discovered that the ilet app had not been paired with the patient¿s new pump. Symptoms included hyperglycemia and ketosis. Outcomes included the need for troubleshooting and education, without alerts or alarms reported. Investigation included a review of device setup and user pairing status, as well as telephone outreach to collect event details and guide app-to-pump connection. Investigation of this case revealed an unpaired app-to-pump configuration consistent with user setup or use issues, with no device alarms indicating a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.